Event description:
It was reported that the device runs as soon as the battery is connected. There was no pt involvement, and no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for investigation. According to the quality engineer, the complaint was confirmed. The trigger magnet had become detached from the trigger shaft. A design change is in place to correct this failure. This device was mfg before the implementation of this change.